Event description:
As reported in the journal of vascular surgery "late gore excluder endoprosthesis fabric tear leading to abdominal aortic aneurysm rupture 5 years after initial implant" january 2013 (vol. 57, number 1: 221-224), this patient underwent treatment of a 6.7 cm abdominal aortic aneurysm with four gore excluder aaa endoprostheses on february 4, 2005. On september 10, 2010, the patient presented with lower abdominal and back pain, and a CT scan showed a retroperitoneal hematoma that reportedly could be associated with an aneurysm rupture due to a type iii endoleak. After resuscitation and substitution of blood products, the patient was taken to surgery. Intra-operative aortography reportedly showed significant contrast extravasation into the aneurismal sac at the site of the rupture. It was reported the exact location of the tear was difficult to identify, but the fabric tear was most likely located at the level of the flow divider at the side of the right limb. Proximal angioplasty was performed, and then three additional devices were implanted. Repeat angiography showed no evidence of endoleak with good flow into the renal arteries. The patient tolerated the procedure.

Manufacturer narrative:
Refer to the journal of vascular surgery "late gore excluder endoprosthesis fabric tear leading to abdominal aortic aneurysm rupture 5 years after initial implant" january 2013 (vol. 57, number 1: 221-224).